Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no display. There were no reports of patient harm.

Event description:
It was reported that the subject device had no display. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.